Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and replaced the rheodyne valve ( the back collar was defective). Primed the instrument, ran precision. Calibrated and ran controls. Verified instrument operation with good results. The most probable cause of the reported event was a faulty injector valve.

Event description:
On (B)(6) 2017 the customer reported peak pattern with their hlc-723g8 analyzer. Customer reported they tightened the collars on the injection valve after tightening the pressure came up from 6.3 to 7.3 mpa. No low areas - there is a leak at the injection valve - open the door in the tray there is liquid. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.